Manufacturer narrative:
Retainer ring = unknown customer returned device for an alleged unexpected battery power loss and retainer ring damage found on (B)(6)2021. The device passed the active current test and self test. Device did not pass sleep current test. Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Device successfully downloaded to thus and carelink. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unable to perform displacement test due to broken reservoir. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms unexpected battery power loss and isolated to electrical board. Swapping out test boards confirms failed sleep current measurement test and self-test and isolated to electrical board. Test p-cap and reservoir did not lock properly into reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay and keypad overlay texture damage in summary customers alleged battery lasts less than expected was confirmed and isolated to electrical board. Swapping out test boards confirms that the failed sleep current measurement test is isolated to electrical board. Pump error 63 was confirmed due to broken trace u1 pin6 on keypad assembly. Cosmetic damage at the retainer ring was confirmed. Unable to lock into place confirmed due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect g4 of 18-oct-2021, when the correct g4 date was 22-nov-2021.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.